Manufacturer narrative:
Device received with no button response due to corroded keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime a33 and excessive no delivery alarm or verify charge or battery lasts less than expected anomaly due to buttons not responding. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had button hard to press. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer states that they received non delivery alarms. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.